Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient with a haze from eleven to one o'clock of the left eye. This was noted six days following photo refractive keratectomy when the patient came in for a bandage contact lens removal. The patient reported blurred vision interfering with driving. The topical steroids were increased. Additional information received; two days following onset the haze was not resolved. The steroids were tapered and a topical antimircrobial solution was begun.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).